Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is not expected to be returned to olympus for further evaluation and testing. Reportedly, the device is working normally and the customer cancelled the repair order. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center exhibited an e315 error (scope error). The issue occurred before any procedure without patient involvement. There were no reports of patient harm.